Event description:
The product in question is a microvention embolization coil that got stuck in the microcatheter delivery system. Resulting in the microcatheter being removed from the patient along with the coil inside the microcatheter. No adverse effect to the patient and no harm done to the patient.